Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies, and routes not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available.